Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed based on the evidence found on the returned sample. The cause was determined to be related to use of the device. The external segment of a broviac repair catheter was returned for investigation. The tubing extended 4.8cm from the distal end of the clamping oversleeve. The distal segment of the catheter was not returned for investigation. The printing on the clamping sleeve was completely worn near the crimp collar. The printing in the ¿clamp here¿ region was partially worn. An impression from clamping remained in the tubing 12mm proximal to the ¿clamp here¿ region. Debris was observed in the crevices of the clamp. The returned catheter resembled the photograph that was returned for investigation. A tactual investigation revealed elastic weakness in the tubing just distal to the crimp collar. The catheter broke away from the adhesive fillet at the distal end of the clamping oversleeve. A breach was observed in both the catheter and clamping oversleeve that coincided with the distal tip of the luer adaptor stem. It appears that the luer adaptor stem breached the layers of tubing. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. The breach allowed fluid to leak from the catheter. No damage or defects related to the manufacturing process were noted on the returned sample. The damage appears to be associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the clinical instructor reported that the patient's broviac was leaking from the catheter. They stated that upon inspection, the catheter had a pin point hole close to the hub. The catheter was clamped above the hole. A successful repair of the broviac extension tubing occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the clinical instructor reported that the patient's broviac was leaking from the catheter. They stated that upon inspection, the catheter had a pin point hole close to the hub. The catheter was clamped above the hole. A successful repair of the broviac extension tubing occurred.